Event description:
It was reported that during a therapeutic septotomy procedure, the tip of the single use electrosurgical knife fell off into the patient's stomach. It was observed that the operator was using the device with a lot of energy in the cut mode. The operator looked for the tip that fell off inside the patient but could not find it. The fallen tip was not retrieved. The users reportedly were not worried about it too much. The procedure was prolonged by less than 30 minutes and completed successfully with a different knife. The patient was stable and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.